Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported worsening mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report worsening mitral regurgitation it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2. The first clip delivery system (cds 01002u116) was advanced to the mitral valve; however, the clip would not initially open in the left atrium, prior to positioning. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds (01002u117). The clip was deployed without issue; however mr worsened. Additional treatment was not performed. One clip was implanted, worsening mr to 5. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.